Manufacturer narrative:
.

Event description:
It was reported that device diagnostics following an initial implant surgery resulted in high impedance (>10,000 ohms). It was reported that the patient would undergo surgery to resolve the high impedance. It was later reported that the high impedance was observed both during the initial implant surgery and postoperatively. The patient underwent surgery at which time the lead pin was reinserted into the generator header which resolved the high impedance.

Event description:
Operative notes were received for this patient's initial implant which provided patient and implanted device information. The operative notes state that device interrogations throughout the implant procedure showed normal impedance values.